Manufacturer narrative:
The investigation determined that the issue was caused by a misconfiguration of the general settings. The technician changed the grs10 configuration to watch room 4622 for future alerts and the system was functioning as intended. The nurse call system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes ¿the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. Although there was no adverse event reported, if a duress alert was not annunciating in an emergency situation it could lead to serious injury or death.

Event description:
Baxter received a report from a baxter technician stating the duress call was not annunciating. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Baxter received a report from a baxter technician stating the duress call was not annunciating. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.